Event description:
It was reported that there was diaphragmatic stimulation due to a slight displacement of the left ventricular (lv) lead. The lv lead output was changed with reprogramming. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.